Event description:
As reported to coloplast, though not verified, the patient had an aris implanted in (B)(6) 2010. From (B)(6) 2012, the patient reportedly experienced: vaginitis, vaginal bleeding, discharge with foul odor, mesh exposure under urethra with irritation/ slight bleeding, urinary tract infection and underwent resection of vaginal mesh. Post resection, the patient continued to experience vaginitis, bacterial vaginosis, urinary tract infections (e.coli), pyelonephritis and urinary frequency/urgency/dysuria, and low back pain.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.